Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2008 to treat pelvic organ prolapse. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure, and was informed by surgeon on (B)(6) 2011 that the symptoms were related to the mesh. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Dyspareunia. Additional narrative: it was reported that a patient underwent a sling procedure on (B)(6) 2008 to drain a cervical cyst and treat pelvic organ prolapse. The patient continued to experience pain, erosion of her internal bodily tissue, and other injuries following the procedure, and was informed by a surgeon on (B)(6) 2011 that the symptoms were related to the mesh. The patient underwent mesh removal surgery on (B)(6) 2011 due to erosion, dyspareunia, and chronic infections by dr. (B)(6). No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.